Event description:
During the follow up dated (B)(6) 2015, the longevity estimation displayed was 23 months and the battery impedance was 3.85 kohms. 6 month later the device reached eri and was found in vvi mode

Event description:
During the follow up dated (B)(6) 2014 the longevity estimation displayed was 23 months and the battery impedance was 3.85 kohms. 6 month later the device reached eri and was found in vvi mode